Event description:
Event: initial report of overdelivery. During service testing, pump backflowed. Pt follow up / required treatment: not applicable - no allegation of pt death or injury associated with this report. Follow up and/or treatment unnecessary. Contributing environmental factors: not applicable - no allegation of pt death or injury associated with this report.